Event description:
A premature baby had been placed down on their abdomen in the incubator with the connection about the tubes to the ventilator. Abruptly, the saturation level fell and the pt became cyanotic. After rearranging the pt, hand ventilation with an ambubag was used. The sleeve from the trach care device was inflated with air. The ventilator indicated a complete tube leakage. The hospital changed the trach care system and the ventilation was okay. During the incident, the ventilator was out of order for a short time. The hosp was contacted for pre and post incident info by a co representative. Questions were asked regarding the pt's condition after the event, how long the pt was off the system, if the disconnection happened due to the repositioning of the pt, if the hosp stay was extended due to the incident? No response has been rec'd to date.